Manufacturer narrative:
Exact date unknown, event occurred in april 2022.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.